Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals oversensing when patient leaned over, however, no inappropriate shock therapy as a result at that time. Evidence suggests the noise was related to potential body movement and did not compromise therapy. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that during the explant procedure of the s-ICD, an inappropriate therapy was discovered one year after the first event. This electrode remains in service. No adverse patient effects were reported.